Event description:
The male pt had in-stent restenosis in previously implanted unk stents in the left anterior descending (lad) and the circumflex (cx) the pt rec'd 3.0 x 33 mm and 2.5 x 23mm cypher select plus stent in the mid circumflex and 2.5 x 23mm taxus stent in the lad. The following day, the pt developed angina with st elevation and hypotension. The stents in the lad and cx had thrombosis. Pt was treated with balloon angioplasty. The pt had no angina after the pci and st was normal.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states prod. This device is one of two prods associated with this event. Please refer to MFR report # 9616099-2008-00956. The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.